Manufacturer narrative:
(B)(4).

Event description:
There was an alert on (B)(6) 2017 via home monitoring that showed bipolar lead failure on the ra and rv leads. This lead was explanted 10 days later due to rising thresholds and dropping impedances. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut 46 cm proximal to the lead tip. Only the distal lead fragment was returned. A proximal part including the is-1 connector was missing. The lead fragment was subjected to an extensive analysis. Approx. 23 cm proximal to the lead tip the lead body was found squeezed and deformed. The outer conductor coil was broken in this section. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis revealed multiple signs of wear along the lead fragment. Furthermore, cuts in the insulation were found which most likely resulted from the explantation procedure. Blood penetrated the lead in these areas. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.